Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level displayed as "low"; although a specific value was not provided. Cause was unknown. Customer was treated with intravenous fluids of saline to address the bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.